Event description:
The manufacturer received information concerning a preservation of evidence letter. The complaint/alleged issue is unknown, only that a preservation of evidence letter was received with no details. It is believed that there was a patient death, but no details on the cause of death were provided. The manufacturer is treating this report are being concerned with the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Based on the information currently provided and available, device cause and/or contribution to the reported event of death cannot currently be confirmed nor refuted based on the evidence present. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information concerning a preservation of evidence letter. The complaint/alleged issue is unknown, only that a preservation of evidence letter was received with no details. It is believed that there was a patient death, but no details on the cause of death were provided. The manufacturer is treating this report are being concerned with the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Based on the information currently provided and available, device cause and/or contribution to the reported event of death cannot currently be confirmed nor refuted based on the evidence present. Trilogy 100 ventilator, u.s.a. Bt (p/n 1054260b s/n (B)(6)) received at manufacturer's product investigation lab (pil) for investigation. Upon initial external visual inspection of the suspect trilogy 100 ventilator, manufacturer tech did note some foreign materials indicative of contamination at various sites of the unit, including within and around the airflow outlet port. Tech recorded and reviewed the unit¿s event log and settings and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to a multi-function test station where tech verified failures for pos flow verify, zero flow verify and control pressure and monitor pressure. Tech disassembled the suspect unit for internal inspection. Tech found no signs of damage or evidence of defective operation. Tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator 1054260b/(B)(6) operates as designed and functions as expected in regard to the airpath foam being found to be firmly secured and the unit operating without issues or alarms. Per the test failures, it was determined that the unit drifted out of spec due to separate contamination issue on the sensor board and replacement of the sensor board would have been needed to address the issue. Correction has been made to section h, type of reported complaint field from product problem to death.